Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the depth gauge was discovered broken during reverse logistics audit of returned device at (B)(6). There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h4 (device manufacture date), h6 investigation summary. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot: unk) was received showing the needle component broken off from the slider. The transverse fracture was located at the interface between the needle and slider. The body and protection sleeve components were not returned and are missing. Dimensional inspection: drawing: needle, feature: needle shaft diameter, specification: 1.25 mm +0/-0.05 mm, measured dimension: 1.21 mm, result: conforming, measurement device: ca215p. Dimensional inspection of the needle threads were not conducted due to post manufacturing deformation from the fracture. Document/specification review: per the design, the lot number etch is on the body subcomponent. Due to the missing body, the lot number is unknown, a mre/DHR could not be conducted, and the exact manufacture date is unknown. The following drawings, reflecting the current revision, were reviewed. Depth gauge for 2.0/2.4mm screws, needle, body, protection sleeve. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed. No definitive root cause could be determined. It is possible that the needle encountered unintended/excessive forces. The body and protection sleeve was likely misplaced. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..